Manufacturer narrative:
The customer reported that the device is constantly going out in the endoscopy room. The customer is requesting the unit be exchanged for a properly functioning one. The unit will be warranty exchanged. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the device (multigas unit) is constantly going out in the endoscopy room.